Event description:
The MFR received info alleging a ventilator was alarming due to "low pressure." There was no report of pt harm or injury. The MFR's investigation is currently on-going. A f/u report will be submitted when the MFR's investigation is complete.